Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device would deliver insulin on its own without it being programmed. Customer's blood glucose was 2.8 mmol/l. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within specifications and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was downloaded to thds ii and carelink pro; the downloaded thds ii trace history files and carelink pro report shows no pump activity for (B)(6) 2016. The event history file was overwritten. Unable to verify unexpected bolus delivery or if bolus was manually programmed due to corrupt history files and several history crc check failed alarms in the history files. The insulin pump was monitored for eight days and no unexpected bolus delivery anomaly occurred. The insulin pump had cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.